Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for total (free + complexed) psa - prostate-specific antigen (tpsa). The patient is a prostate cancer patient who experienced a prostatectomy in 2013 and is monitored regularly for tpsa levels. The first sample initially resulted as 2.31 ug/l on the e411 analyzer and this value was reported outside of the laboratory. The doctor believed the result was implausible and did not trust the result. The doctor asked for re-analysis of the sample. The sample was repeated on the same analyzer on (B)(6) 2016, resulting as <0.03 ug/l. A second sample was collected from the patient on (B)(6) 2016 and was analyzed on the e411 analyzer, resulting as 0.28 ug/l. The 0.28 ug/l value was reported outside of the laboratory and this result was acceptable to the customer. The sample was also tested at another laboratory using a competitor supersensitive psa assay, where it resulted as < 0.0014 ng/ml and this value was reported outside of the laboratory. The patient was not adversely affected. The tpsa reagent lot number was 190244. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. It is likely that the issue was caused by a pre-analytic sample handling issue. There was no indication of a general issue with the reagent and no hardware issue could be identified.